Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a spinal surgical procedure on (B)(6) 2015 and barbed suture was used. During a spine decompression, the tab of the barbed suture fell off during the first suture throw. The tab was retrieved and another suture used to secure the barbed suture. There was no patient consequence reported. Additional information has been requested.